Manufacturer narrative:
Correction: manufacturer report number 1627487-2020-32027 should not have been submitted as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-32028. 1627487-2020-32029. 1627487-2020-32030. 1627487-2020-32031. 1627487-2020-32033. 1627487-2020-32034. It was reported that patient experienced ineffective therapy on the left side. Diagnostic testing revealed high impedance. Reprogramming did not resolve the issue. Surgery may occur to address the issue. Which devices are related to the issue is unknown, so all suspected devices are being reported.